Manufacturer narrative:
Image review: one intraprocedural fluoroscopic media file and one image were submitted for review. The absence of the patient executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not available for review; therefore, confirmation of an acceptable valve load could not be verified. Review of the provided media demonstrates a released valve and withdrawal of the delivery catheter system. During catheter withdrawal, the nose cone appears to interact with one of the valve paddles, resulting in dislodgement of the valve into the aorta. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The available evidence indicates that the dislodged valve was subsequently snared, and an attempt was made to advance a second delivery catheter system; imaging findings suggest a possible ascending aortic injury seen near the inflow portion of the bioprosthesis, along with evidence of significant aortic regurgitation. It was reported that despite use of a snare to secure the dislodged valve, the valve was reported to migrate toward the aortic annulus. This unintended movement is most likely associated with the reported aortic injury and subsequent patient death. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Furthermore: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; death. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed. Prior to valve dislodgement the implant depth was below the annulus. A non-medtronic guidewire was used during the procedure. Per the physician, the first and second dcs did not cause or contribute to the perforation, dissection, and subsequent death. Additionally, it was reported that the second dcs did contribute to the movement of the dislodged valve during the use of the snare.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial valve was implanted in the patient's native annulus using cuspal overlap technique. The valve was deployed slowly, and prior to withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted to torqued at any point during deployment.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, following the implant of the valve, the nosecone of the delivery catheter system (dcs) was in contact with the valve frame during dcs removal and the contact was described as strong, after which the valve dislodged to the aorta. It was further reported that the procedure was prolonged because a new valve was prepared. A snare was used to hold the dislodged valve while the catheter was adjusted through it; however, the snare was not able to hold the valve still and the dislodged valve moved toward the annulus. This movement caused a dissection and perforation, and the patient did not survive.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {evfxplus-29}; product serial/lot number: {unknown}; product type: {0195-heart valves}; product ID: {evfxplus-29}; product serial/lot number: {(B)(6)}; product type: {0195-heart valves}; implant date: {(B)(6) 2026}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.